Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they received two different results when testing. Bd veritor ¿ at-home covid-19 test. Repeat testing was performed. No patient impact was reported. The following information was provided by the initial reporter: customer states they tested their child 2 times yesterday, received one negative and one positive. Customer states they retested child today and got a negative. Customer states first negative result, the solution came out bubbly. Customer asks what to do. Suggested to customer treat it as a positive result and to contact healthcare provider to get a pcr test. (B)(4).

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2027665, ¿first test was positive, second test was negative¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. Per the product information leaflet, second test should be done 24 - 48 hours after the first test. The root cause was traced to user - failure to follow instructions. Currently, there are no adverse trends identified for discrepant results. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported by the customer that they received two different results when testing.bd veritor ¿ at-home covid-19 test. Repeat testing was performed. No patient impact was reported. The following information was provided by the initial reporter: customer states they tested their child 2 times yesterday, received one negative and one positive. Customer states they retested child today and got a negative. Customer states first negative result, the solution came out bubbly. Customer asks what to do. Suggested to customer treat it as a positive result and to contact healthcare provider to get a pcr test. (B)(4).